Manufacturer narrative:
Product complaint #: (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section surgery on (B)(6) 2019 and the suture was used. It was reported that suture breakage occurred during uterus suturing in c-section. Another like suture was used to complete the procedure. There were no patient consequences reported.